Event description:
Customer took back to back glucose tests with the freestyle meter receiving readings of 170 and 102 mg/dl on one occasion and then readings of 440 and 197 mg/dl on another occasion. The customer took too much insulin based on these measurements. Customer did not want to discuss what type of treatment taken due to confidentiality rights.